Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. It is likely that the customer-reported leakage issue resulted in the device not being reprocessed properly, which allowed the foreign material to remain inside the device. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, it was indicated that a foreign object was observed in the air/water cylinder. It was determined that a leaking component needed to be replaced. There was no patient involvement.